Event description:
The customer stated that the abp was outside control limit, and the mp70 did not give a red alarm.

Manufacturer narrative:
The customer stated that the abp was outside control limit and the mp70 did not give a red alarm. A philips response center technical support engineer, assisted the customer by recommending changing the clamp value in the configuration (from 105 to 0) resolving the situation. Configuration of this feature is adequately covered in the IFU. The available information supports that there was no malfunction of the device, labeling, or design, but rather a user interface issue with the monitor's parameters. No other calls were logged and no further investigation or action is warranted.